Event description:
Patient underwent reduction and fracture fixation on mandible fracture due to gun shot wound 60 days ago. Patient started to feel pain and reduced mandible action leading to reduced chewing and speaking functions. Radiographic and tomographic examination shows fracture on both implants and mandible bone.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The event could be confirmed, the plate broke postoperatively. The macroscopic and microscopic investigations show that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces the investigation with sem shows on the fractured surface the appearance of a low cycle fatigue rupture with secondary cracks. In addition prevalent swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. The case details were forwarded to the stryker medical health care professional. He stated that this unstable, comminuted fracture was unsuitable for fixation with a fracture plate and a reconstruction plate should have been used instead. The use of a fracture plate in this type of fracture is contra-indicated, as specified in the IFU, due to the higher loads transmitted to the plate in these situations. The plate breakage in this case can therefore be attributed to user error in choosing the wrong plate for fixation. During the investigation no indication was found for any systematic, design or manufacturing related issue.

Event description:
Patient underwent reduction and fracture fixation on mandible fracture due to gun shot wound 60 days ago. Patient started to feel pain and reduced mandible action leading to reduced chewing and speaking functions. Radiographic and tomographic examination shows fracture on both implants and mandible bone.